Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had button issues. Customer's blood glucose level was 600 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to moisture damage on the keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and compromise force sensor alarm and excessive no delivery tests due to button keypad anomaly.